Event description:
Additional information was received from a patient. It was reported the patient's first implantable neurostimulator (ins) worked for about six to eight months, then started to send bolts which zapped them and the lead started to protrude, so it was replaced. See MFR report number: 6000153-2016-00680.

Manufacturer narrative:
Concomitant medical devices: product ID 3889-28, lot# va0qwh2, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
It was reported that patient complained of uncomfortable stimulation in pocket site and in legs. She also could feel the lead at the insertion site which caused pain. It was noted that they could see the skin was tented and protruding a bit at lead insertion site. The cause of the event was noted as unknown. It was noted that programming was performed and all programs caused discomfort. The patient had revision done on (B)(6) 2016 for the lead and battery. It was noted as unknown if the issue was resolve at the time of this report. Additional information reported about a week later indicated that their initial implant was protruding out and patient had pain at pocket site and lead site. Hcp then proceeded to remove the entire system and re-implanted the patient. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is not required. A follow-up report will be sent if additional information becomes avail able. This event was also reported under manufacturer report # 6000153-2016-00680.